Event description:
Information was received from a patient regarding an external device.  The reason for call was patient reported they were having issues charging their recharger and the issue began on 09/09. Patient stated the recharger wouldn't charge itself and patient denied any damages on the cords. Patient saw an m information with a circle on the top left hand corner and a picture of the unit and battery. During the call agent had patient inspect the cord and the silver pin was bent; patient noted they received the replacement desktop charger cord that way and it was always bent. No damages in the recharger charging port. The issue was not resolved. An email was sent to the repair department to replace the desktop charger cord and ac power supply because patient could not detach the desktop charger since patient had silicone knuckles.  No symptoms were reported.

Manufacturer narrative:
Concomitant medical product: product ID 37761 lot# serial# (B)(6) implanted: explanted: product type recharger . Other relevant device(s) are: product ID: 37761, serial/lot #: c0539427, ubd: , UDI#: b3: event date is month and year valid h3: analysis found no anomalies were visually observed. Replaced cable assembly with bent connector pin at the end of cable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.